Manufacturer narrative:
No information provided. The reported serious injury was a damaged dental filling. The event date is approximate. The brush head is an accessory to the essence power toothbrush.

Event description:
A consumer reported that the replacement brush head for their essence power toothbrush broke their dental filling.

Manufacturer narrative:
The product was sold to the consumer branded as a philips sonicare toothbrush brush head however the product was determined to be counterfeit. Therefore, no information is currently available describing the actual product brand name, product code, common device name, model number, serial number, or manufacturer contact information. The reporting manufacturer is philips oral healthcare. The actual manufacturer is unknown. It is not known how the counterfeit product was manufactured and whether or not it was reprocessed. The actual date of manufacture is not known at this time as the product has been identified as counterfeit. The product was marketed to the consumer as a reusable replacement brush head. Analysis results: failure analysis of the returned product (performed at philips oral healthcare) identified that a counterfeit brush head was the root cause of the customer's complaint.